Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during injection edge of iol optic broke necessitating lens explantation and exchange. The rayone spheric rao100c iol was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device associated with this case has not been returned to rayner. The rayone preloaded iol injection system use fmea identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. There is insufficient evidence and information available to establish the root cause of the event.

Event description:
On 26th january 2024, rayner received notification from its distirbutor in (B)(4) of an event that occurred during use of a rayone spheric rao100c. The event description provided states that during injection the edge of the iol optic broke necessitating lens explantation and exchange.